Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a superficial femoral artery (sfa) case on an unspecified date, upon approach of the lesion and during inflation the advance 35 lp low profile balloon catheter circumferentially ruptured. This occurred prior to the nominal diameter being reached. Given the tight stenosis, the distal remnant of the balloon could not be retrieved and therefore a stent was deployed to support patency of the vessel as well as preventing distal emboli complications. Another manufacturer's balloon was used to post-dilate the stent. No information was provided regarding calcification or tortuosity of the vessel. Stent size was not provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Although requested, additional information has not been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the dimensional verification, complaint history, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that it was separated in two pieces, with the distal tip and distal balloon portion neither present nor attached. The portion of the balloon which was returned did appear to rupture circumferentially. Three portions of the catheter were damaged and appeared flattened. No additional damage was noted on the returned device. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.